Manufacturer narrative:
A ge oec service rep investigated the issue and a broken plastic clamp that was removed from the site, and a replacement was ordered to be shipped to the facility. Plastic clamp holds sterile drape to table. Any injury associated would be a minor bruise in a worst case scenario. Limited info available from another country, where this table is installed. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The morgan table had a plastic sterile drape clamp that broke during a procedure and reportedly made contact with a pt. Not injury or negative effect was reported, although the clamp allegedly struck the pt. The clamp is made of plastic, is light weight and is used to hold a sterile drape in place.